Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition of over infusion was unable to be verified. The device passed all flow testing, was found within specification and no parts were required to be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced both an over and under infusion of rituximab during therapy in the hematology/oncology department (dose, volume, and delivery rate unknown). Biomed testing of the device yielded an under infusion with programmed 20 ml/hr and a volume to be infused set to 50 ml; 44 ml were delivered. There was no patient injury or medical intervention associated with this event. No additional information is available.